Event description:
It was reported that a tvt procedure performed on a healthy during event month. The case was uneventful. Following surgery pt remained in urinary retention with residuals of room the next month and incised the tape in order to reverse the retention. He used the same vaginal incision as he had for the original procedure and incised the tape lateral to the midline. The pt was able to void immediately thereafter without significant residual.